Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported ongoing issues with high and low blood glucose (bg) levels, requiring medical assistance and consultation with her healthcare provider. The patient mentioned these issues have been happening frequently, including today and yesterday. Due to the patient being a minor, permission from a parent or legal guardian is needed to document information and follow up. The agent attempted to set expectations for the call flow and offered cps assistance but was unable to complete the conversation. No specific blood glucose readings or type of medical treatment received was provided. The patient terminated the call abruptly, before additional details could be obtained. Three due diligence calls were made in an attempt to gather additional information without success. If additional information is received at a later time, a supplemental report will be submitted.